Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error, breach in aseptic technique during the drain stage, where the home patient stated they had disconnected but did cap off the transfer set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to use aseptic technique to reduce the chance of infection. The guide warns the user to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During troubleshooting for a check patient line alarm, it was reported that the home patient (hp) had disconnected and did not cap off the transfer set. The event occurred during drain two of five on the homechoice (hc). The technical service representative (tsr) advised the hp to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.